Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a falsely elevated potassium (k) result was obtained on a patient sample on a dimension vista 500 system. Siemens reviewed the instrument data and observed that the quality control (qc), dilution check correction factor, calibration, air values of standard (std) a, std b, and the pump rate were within the normal range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse removed the integrated multisensor technology (imt) module and disassembled the rotary valve, styletted all ports of the rotary valve and reassembled the rotary valve, tightened all grounding screws, auto-aligned the imt, performed a power flush, and observed that the drain tubing was occluded, removed the occlusion in the y fitting and drain tubing. The cse performed a leak test, primed all fluids and performed an auto alignment again, and performed check 1 for imt, which passed. The cse replaced the imt sensor and performed a dilution check and the correction factor, which recovered acceptably. Then, the cse ran qc, which was recovered within specifications. Siemens further evaluated the event and determined that the flow issue through the imt and the occlusion that was present in the drain tubing potentially contributed to the falsely elevated k result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated potassium (k) result was obtained on a patient sample on a dimension vista 500 system. The initial result was not reported to the physician(s). The sample was repeated on the original and on the alternate dimension vista 500 system. The repeat results recovered lower than the initial results and were considered correct. The repeat result obtained on the original system was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.